Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient has no strength in her right knee. Patient states that she is not able to go up stairs. Patient can walk but her knee feels like it is bruised.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving an unknown stryker knee implant was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the patient has no strength in her right knee. Patient states that she is not able to go up stairs. Patient can walk but her knee feels like it is bruised.